Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 300 mg/dl and 131 mg/dl. Customer obtained the reading of 300 mg/dl immediately after peeling a banana without washing his hands. Customer then washed his hands and obtained the reading of 131 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, caller no longer has customer's strips. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.